Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the patient contacted lifescan (lfs) alleging that their one touch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue occurred ¿about a month ago¿ when the patient obtained blood glucose results of ¿562 and 158 mg/dl¿ on the subject meter, which were tested less than 20 minutes apart. The patient manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management routine as a result if the alleged inaccuracy. One month after the alleged inaccuracy the reporter stated that the patient developed symptoms of ¿passed out from very low sugar¿, no medical intervention was reported. At the time of troubleshooting, the cca noted that the correct unit of measure, testing steps and approved sample site were used at the time of testing. The test strips used were stored correctly and within their expiry date. The test strip vial was also intact. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury which suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore, the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.